Event description:
It was reported that a cartridge alarm, specifically alarm 20, occurred while using the pump. There was no adverse impact to the customer¿s blood glucose level. The customer initially reloaded the same cartridge and continued using the pump but was concerned about safety due to repeated alarms. After troubleshooting, it was found that the customer was not following the correct steps in removing air from the cartridges. Technical support provided guidance and determined a replacement of the pump was necessary to ensure customer satisfaction and trust. The pump was still under warranty, and a new pump with updated software was sent to the customer, who was advised on how to transition settings and return the problematic pump.